Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient code event occurred on (B)(6) 2017 at 10:34 am however staff said they did not hear alarms from the information center. The customer requested assistance in reviewing log data to determine if alarms did occur and if they were silenced. A (B)(6) old male patient experienced a code event (cardiopulmonary arrest) requiring emergent intervention.

Manufacturer narrative:
The customer contacted philips via the customer care solutions center for remote support. No onsite evaluation of the device was requested or provided. The customer provided log file data which was reviewed and demonstrated desat alarms occurring at 10:00 which were silenced at the central monitor. Subsequently vent fib/tach alarms were provided at 10:22 which were also silenced. Additional desat, apnea and brady alarms were provided between 10:23 and 10:31 with evidence of alarm silencing at the central. Alarms were then paused/suspended for 2 minutes after which additional desat and brady alarms were provided. Alarms continued for this bed until 10:46. : the customer has been provided with information regarding the log findings which satisfied them. The device remains at the customer site and is considered to be in use. No malfunction is supported. The customer stated that a patient code event occurred on (B)(6) 2017 at 10:34 am in (B)(6) and staff did not hear alarms at the information center. A review of stored log data found evidence that multiple alarms were provided between 10:00 am and 10:46 am with evidence of silencing at the central monitor or pausing/suspending alarms. The information has been provided to the customer. At this time no further investigation is indicated. Since the customer said they were not aware of the patient becoming hypoxic until the code, use of the device is considered to have been a factor since desat alarms were occurring as early as 10:00 am but staff stated they were not aware of this .